Manufacturer narrative:
The power management (pm) board was returned to the manufacturer for failure analysis. The pm board showed no signs of damage or contamination. During testing, it was determined that the board had a 12 volt failure. Replacement of the q15 component corrected the reported issue.

Event description:
It was reported that the unit would not power on, the main alarm sounded and could not be silenced. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the flow sensor assembly, oxygen solenoid and power management (pm) printed circuit board assembly (pcba) and the issue was resolved. The fse ran full performance verification testing and the unit passed.